Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 79" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
This supplemental report is reporting the evaluation of the device and correcting information submitted on the initial report. Please reference section b5. The device was returned to zoll medical corportation for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 76" message.